Event description:
It was reported that the insulin pump had battery alarms. The customer's blood glucose reading was 379mg/dl, and he has treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. The next day, the customer called back to perform the high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.